Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.

Event description:
Related manufacturer reference number: 1627487-2024-07603 it was reported that a system check of patients system indicated that there were high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.